Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted for additional information despite numerous attempts. The patient stated that the alleged issue occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained blood glucose readings of ¿246 and 329 mg/dl¿ with the subject meter within 20 minutes of one another. The patient manages their diabetes with insulin pump therapy and denied taking any action with regards to their normal diabetes management routine as a result of the alleged product issue. The patient stated that an unknown period of time after the alleged inaccuracy they experienced ¿high and low blood sugar¿. No specific symptoms were mentioned at this time. In response to these symptoms the patient stated that they self-treated with additional food and insulin at 7 pm on (B)(6) 2015. No medical intervention was required. At the time of troubleshooting the cca noted that the correct unit of measure was being used and an approved sample site was also being used. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (05/25/2015). The patient¿s meter has been returned on 5/7/2015 and evaluated by lifescan product analysis on 5/13/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.